Event description:
It was reported that the home patient (hp) experienced peritonitis coincident with peritoneal dialysis (pd) therapy manifested by feeling tired and freezing, and high fever. Five days after the onset of peritonitis, the patient was hospitalized. The patient was treated with an unspecified antibiotic (dose, route and frequency not reported) six hours prior to the manual exchange. On an unreported date, the patient underwent multiple therapies. Hospitalization was prolonged. The patient was hospitalized for five days before being discharged. At the time of the report, the patient was recovering from peritonitis. On an unreported date, the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.